Event description:
The customer contacted philips to report that the heartstart xl+ defibrillator is experiencing the clinical mode not available due to disabled equipment run operational check. There was no reported patient involvement.